Event description:
A report was received that the patient will undergo a revision due to pain at the ipg site.

Event description:
A report was received that the patient will undergo a revision due to pain at the ipg site.

Manufacturer narrative:
Additional information received indicated that the ipg was replaced due to excessive use of electrocautery, however, no malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001) the patient is reportedly doing well. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.